Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2010, the patient presented with the following diagnoses: 1. Recurrent disk herniation l4-5 with associated left l4 radiculopathy. 2. Post-laminectomy instability l4-5. The patient underwent 1. L4-5 posterior spinal decompression/leftlre-exploration. 2. L4-5 posterior lumbar interbody fusion. 3. Implantation of peek material fusion implant single implant l4-5 interspace. 4. Use of rh-bmp2/acs. 5. L4-5 posterior spinal fusion. 6. Right iliac crest bone graft. 7. Pedicle screw instrumentation/non-segmental instrumentation l4-5 using pedical screw system. 8. Continuous electromyography monitoring. The patient underwent the above surgical procedure. Postoperatively there were no complications. On the first postoperative day, he began to ambulate and tolerate regular diet. On discharge he was ambulatory and tolerating a regular diet. His discharge physical examination was unchanged from his admission physical examination except for a clean, healing surgical incision on his back, resolution of his lower extremity radicular pain and normal neurologic examination. Indications: the patient was injured on his back in a fall at work in (B)(6) 2010. He sustained a disk herniation at the l4-5 level and was treated with diskectomy in (B)(6) 2010. Unfortunately he had developed a recurrence with severe back and left lower extremity radicular pain. He was to undergo repeat diskectomy/re-exploration followed by posterior lumbar interbody fusion and posterolateral spinal fusion. Findings: were that of post-surgical change on the left side at l4-5 with laminotomy defect. There was also marked instability at the l4-5 segment. A large central and left sided disk herniation was identified. There was severe compression on the left l5 nerve root. Decompression/diskectomy was done on the left side at l4-5 with a medial facetectomy foraminotomy and repeat diskectomy. Following re-exploration at the l4-5 level. Interbody fusion was performed at l4-5 with a peek implant and rh-bmp2/acs supplemented with bone graft extender. Posterolateral spinal fusion was then performed at l4-5 with iliac crest bone graft supplemented with bone graft extender and then fixation was obtained with pedicle screw instrumentation/nonsegmental instrumentation l4-5 using the pedicle screw system. There were no complications.. During this procedure, continuous emg monitoring of the bilateral l4-5 nerve roots was performed. The area of prior surgery was identified. Radiographic marker was placed in the right l4 pedicle, lateral x-ray was taken to confirm its location, and large bell leksell rongeur was then used to remove the interspinous ligament and the spinous process of l4. This bone was saved and morcellized for graft. Attention was then turned to the l4-5 level on the left side where the scar was freed with a curette. The kerrison was used to enlarge the laminotomy. Decompression was taken out to the pedicle. The nerve root was then freed of scar tissue and then retracted medially exposed the large recurrence which was removed with a pituitary. The annular defect was then enlarged with a #15 blade and then diskectomy was completed. All disk material was removed as was the cartilaginous end-plate. After complete diskectomy/preparation of disk space. Peek material fusion implant was selected. It was filled with rh-bmp2/acs supplemented with bone graft extender and then tamped into the disk space. The size was 17 mm high and 30 mm long. An excellent fit was obtained. The pedicle screws were then placed. The pedicle screws were placed under direct visualization of the medial aspect of the l4-5 pedicles. After placing with 4 pedicle screws. Lateral x-ray was taken to confirm appropriate length. The screws were appropriately placed on lateral view. The 4 screws were then stimulated and emgs were obtained. All 4 screws were above threshold indicating placement within the confines of the pedicles. Lateral gutters were then exposed and transverse processes of l4 and l5 were decorticated and previously harvested iliac crest bone graft supplemented with bone graft extenders were packed in lateral gutters. Two rods were then selected, bent into lordosis and fixed to the previously placed screws. Excellent fixation was obtained. Lateral x-rays were then taken to confirm restoration of normal lumbar lordosis. Fat graft was obtained from subcutaneous tissues and placed over the dura. There were no complications.